Manufacturer narrative:
The field event of failure to capture was not confirmed. The device was received from the field with battery voltage above elective replacement level. Functional testing was normal. Visual inspection found no anomaly on the header related to the field concern.

Event description:
Related manufacturer reference number: 2017865-2023-16343. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead exhibited elevated capture threshold and decreased sensing. The patient presented for a lead revision procedure. Fluoroscopy imaging showed that the lead was dislodged. While attempting to re-position the lead, the stylet would not advance all the way. The lead was explanted and replaced. During the procedure, when re-connecting the new atrial lead to the pacemaker, high thresholds were noted. The physician suspected a set screw issue on the device. The pacemaker was not used, and a new pacemaker was implanted. The patient condition was stable.